Event description:
Additional information was received from the patient. It was reported that they had their pump removed 4-5 months ago because of an occlusion, and the patient wanted to know how to dispose of their personal therapy manager (ptm) device. The agent on the call reviewed disposal and donations with the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2021 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 17-dec-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were going through withdrawal symptoms, and they wanted to know if there was a doctor in their area who could assist them in checking the pump and having it refilled. The patient stated that at first, they went to the ER (emergency room), and it was diagnosed as a uti (urinary tract infection), but they have come to believe that that was not the case because there was no infectious disease. The patient requested and was sent physician listings during the call. Additional information was received on october 3, 2025, from the patient who reported that they had a test that found that the pump functioned, but the catheter was occluded. They could not get the dye to go through the catheter. The patient stated that they were still experiencing withdrawal symptoms, but they were using oral medication to keep out of withdrawals. Per the patient, they were due for a new pump and catheter, but they requested to wait. The patient stated that they wanted to continue using the oral medication for the time being because it addressed other pain issues that they had that the pump did not target, so the issue was not yet resolved, because they had not gone through what should be done to resolve the issue.